Manufacturer narrative:
Of the 54 allegations of a malfunction, 46 pumps were returned to animas and investigated. Of the investigated pumps, 46 were found to be malfunctioning due to moisture in the pump, and battery compartment cracks. During investigation for unrelated complaints, there were 173 additional failures found. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 54 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment with moisture issue. These reports were received from various sources. The patients associated with this allegation range from 5-67 years of age and between 33 and 340 pounds. Of the reported patients, 21 were male, 33 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 16 instances of battery compartment with moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 1 instances of battery compartment with moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program